Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had air in line the following information was received by the initial reporter with the following: reports during secondary set up not all of secondary container infuses. Using 100ml medication bag, and fully extended hanger with 100ml flush bag. Site puts a clamp on primary line above pump to stop potential of primary fluid delivering and secondary will completely deliver. Occasional use of this practice results in air in line when infusion completes and air reaches ail sensor. Nurse question " how do I resolve air in line?" Determined question was pointed towards finishing the delivery of the residual drug that remains from ail sensor to vascular access.